Manufacturer narrative:
The customer was provided with an authorization to return the device. It was not however returned to the authorized repair center for evaluation.

Event description:
During a procedure, the physician experienced intermittent loss of image while angulating. There was no reported consequence to the patient.